Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to attempt to reproduce the reported symptom "failed pm test" due to a constant system error 320 alarm. The upper finger travel was found out of specification. The device was calibrated to ensure proper functionality.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the preventative maintenance test during testing at baxter (B)(4). It was also reported there was no patient involvement.